Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not run remdesivir as a secondary infusion. The patient had normal saline at 100ml/hour going as a primary infusion. Fluid kept dripping from the primary bag, despite being allegedly set up correctly. The medication was eventually hung as a primary infusion for it to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.